Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the contact was unsure of the amount of insulin that the cartridge had been filled with or the amount of insulin that had been delivered; however, reported that the insulin gauge displayed 95 units. The customer's blood glucose level was reported to be 375 mg/dl, which was addressed with a correction bolus. Several hours later, the contact reported that the insulin gauge displayed 85 units and the pump was functioning as expected. Additionally, the contact reported that the customer's bg level was going down.